Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error message and was not able to properly boot. The radiofrequency (rf) head was unplugged and the programmer was switched off and back on again, but this did not clear the error. The service disk was also tried but this did not resolve the issue either. The programmer was then returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the link electronic module (lem) circuit board was replaced and software was updated. The programmer then passed all final functional and systems testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.